Event description:
The caller reported that the curvature of the patient's new tracheostomy tube was different resulting in the patient not eating. The physician performed a non-routine replacement of the tube.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.